Manufacturer narrative:
Physio received additional information from the customer. The third party evaluation of the device and therapy cable found no discrepancies. They have concluded that the likely cause of the reported issue was due to an intermittent loss of connection to the patient's skin by the disposable defibrillation electrodes. The cause for the intermittent loss of connection to the patient was not determined. The device has been placed back into use.

Event description:
The customer contacted physio-control to report that during a patient event in the emergency department, the staff attempted to deliver defibrillation energy, however their device did not deliver the shock. Another lifepak 20 defibrillator/monitor, the back-up device, was obtained but would not deliver a shock either. The staff reported that the device had difficulty detecting the patient's rhythm. It was also reported that the customer uses third party brand electrodes. The patient did not survive the event.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and was unable to duplicate the reported issue. The device was sent to a third party for an evaluation. The biomed downloaded the patient ECG records from both of the devices and sent them to physio for analysis. The patient files indicate there were multiple occurrences of a loss of connection to the patient through the disposable defibrillation electrodes. The electrodes used during the reported event were padpro® disposable defibrillation electrodes manufactured by conmed. The electrodes used during the reported event were disposed of and are not available for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during a patient event in the emergency department, the staff attempted to deliver defibrillation energy, however their device did not deliver the shock. Another lifepak 20 defibrillator/monitor, the back-up device, was obtained but would not deliver a shock either. The staff reported that the device had difficulty detecting the patient's rhythm. It was also reported that the customer uses third party brand electrodes. The patient did not survive the event.